Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a procedure on the right, the phaco tip broke in the right eye during the "chop mode". The broken tip was removed from the eye during the same procedure. The phaco tip that broke had reportedly been used about two hundred times. There was no patient harm reported. A video of the surgery is available. No additional information is expected.

Manufacturer narrative:
The returned phaco tip was visually inspected and deemed nonconforming. The phaco tip was broken between the bend and aspiration bypass hole. The break was jagged. In addition, the nut corners and bevel were extremely worn. The threads and flange are worn. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the complaint information, the tip has been used about 200 times in the past 11 months. Based on this information the most likely reason for the breakage was due to the reuse of the single device phaco tip. (B)(4).